Event description:
The patient was successfully intubated with 7.0 et tube. A minute or two after intubation the provider noticed that there was a leak. Attempts to re-inflate the cuff were unsuccessful. The tube was then pulled and replaced. After further observation, the defective tube's pilot balloon was the source of the leak.